Event description:
It was reported that the needle mechanism did not deploy. The pod was worn less than an hour and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. A single rotational sensor malfunction occurred during rerun. No damages or deficiencies were observed that would cause a needle mechanism malfunction. The rotational sensor malfunction resulted in the needle failing to deploy by the end of the second priming sequence. The exact cause of the rotational sensor malfunction could not be conclusively determined.